Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributer contacted animas stating there was no audible tone sound. The vibratory feature of the pump reportedly was working on the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2014 with the following findings: there was no auditory sound upon startup of the pump. During evaluation, all auditory alarm settings were set to ¿high¿ setting and tested. There was no sound during testing. The pump cover was removed and the height of the piezo contact pins was adjusted. The electrical connection was re-established after the piezo contact pins were adjusted and the auditory tones were appropriately functioning on the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.